Event description:
It was reported by the customer that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g , jammed during use. The following information was provided by the initial reporter: verbatim: spouse reported no insulin flow when taking injection stated, sometimes when taking injection insulin flow will stop before its completed and a second pen needle has to be used to complete the dosage stated, insulin pen "jams up".

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
An additional lot# has been reported: additional d4. Medical device lot #: 1300363. Additional d4. Medical device expiration date: 31-oct-2026. Additional h4. Device manufacture date: 21-dec-2021. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported by the customer that during use the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g , had no insulin flow while injecting. The following information was provided by the initial reporter: spouse reported no insulin flow when taking injection stated, sometimes when taking injection insulin flow will stop before its completed and a second pen needle has to be used to complete the dosage stated, insulin pen "jams up".